Manufacturer narrative:
The log files from cic at the time of event occurence were not available, so the alarm volume setting cannot be determined at this time. It was determined that the facility was using premiere multimedia speaker system model pdm/5. If the external speakers are disconnected from the cic, an internal speaker is activated as a backup and a warning message is displayed indicating that the external speakers are unplugged. The facility did report that when the external speakers were unplugged, the error message indicating speakers are unplugged appeared, which suggests that internal speakers were active. Ge investigation team suspects that the volume level of internal speakers was set too low for the user to hear. The cic service manual contains the following noted: "external speakers are connected during normal operation. An alert message displays when no external speaker connection is present. This is true event if the cic pro center is used as a mirrored cic pro center and its audible alarm volume is set to off".

Event description:
Ge was requested to verify that alarms were working at the ccu cic central station. After brief investigation, it was discovered that the speakers had been unplugged from the cic, and therefore no audible alarms were able to be heard. A pt death was reported. The speakers were reconnected to the system and the nurse mgr was made aware of the findings.